Manufacturer narrative:
Continuation of d10: product ID 3058 (njy101124h); product type: 0197-implantable neurostimulator; implant date (B)(6) 2007; explant date 2013-06-17 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they got their current implanted system, they moved it closer to sacral nerve because the previous systems weren't in the right place; not close enough to the nerve. Patient stated they also hadn't addressed their pain symptoms as well so when their second ins battery died due to normal battery depletion, (patient also confirmed their first ins was replaced due to normal battery depletion as well) they implanted the current system closer to the nerve. Patient services also warm transferred the patient to device registration to update their address (they had moved) and to alert drs that their managing health care provider (hcp) on record was no longer their hcp and they were currently searching for a new hcp. Patient services emailed the patient physician listings and documented reported event. No further action was taken by patient services.